Event description:
A complaint was received from the family member. They stated that the glucometer elite system "almost killed the pt". He stated that the glucometer elite is reading about 100 mg/dl high. He stated that the pt is pregnant and they had to call an ambulance because of their blood glucose. He stated that they almost lost the pt and they lost their baby. At the time of initial call the family member did not have the exact blood glucose readings. This event occurred in 2000 and was first reported to bayer in 5/02. A follow-up call was made to the cusotmer. It was learned that the customer has been a diabetic for the past 16 years. The customer was not sure of the exact readings since the event occurred so long ago but stated that the readings were over 300 mg/dl. Because of this they took extra insulin had a reaction and that is why the ambulance was called. In addition, the baby that was reported as miscarried is in fact alive and doing well. A request was made to return the system for evaluation. The customer refused and told the co that they will not send anything back to co.